Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10537n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t10537n were reviewed and found that the lot met final release specifications. Lot t10537n expired 2/11/2020. Manufacturer investigation was performed after the device lot had expired due to the delay in complaint reporting by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2019, a (B)(6) female presented to the ER with complaints of sudden onset chest pain (cp). Patient tested on triage: 19:40 initial troponin result of 0.26 ng/ml was obtained. 20:06 second troponin result of < 0.05 ng/ml was obtained from initial sample per protocol documented on critical value log at time results were received. 21:10 third troponin result of < 0.05 ng/ml was obtained from new sample per physician order. Meter sn (B)(4). Expanded results from email attachment: 19:40: ck-mb 1.7; myo 38.2, 20:06: ck-mb 1.2; myo 45.0, 21:10: ck-mb 1.5; myo 40.3. Other tests included d-dimer <100ng/ml, bnp 6.9pg/ml. Patient was discharged home with a diagnosis of unspecific cp and tachycardia. Patients medication history included ambien, coq10, asa, clonazepam, norco. The customer stated they do not to have a cutoff for the triage but results <0.05 are normal; results = or >0.05 require further examination, testing, evaluation, etc. From the meter printouts provided, they are using >0.05 as abnormal.